Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, to provide the device manufacture date, and to provide the device evaluation results. The referenced device was returned to olympus for evaluation. The evaluation confirmed the reported phenomenon. The basket wire was found broken off at the handle pipe attachment section. The root cause of the reported event is most likely attributed to the stone being too large or too hard to crush causing the wire to break when excessive force was applied to the handle.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. The device instruction manual warns users"do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure."

Event description:
Olympus was informed that during endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket broke at the joint where the pin is connected to the wires inside the handle. It was reported that this occurred while crushing a large stone with the lithocrush. No device fragment fell inside the patient. The physician was able to dislodge the basket from the stone using a sphincterotome along side of the wires and then removed the basket. There was no need to use an emergency handle. The intended procedure was completed with a similar device. There was no patient injury reported.